Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/18/2025, it was reported by a sales representative via (B)(4) that an ar-9165cdg base plate impactor's blue clip is broken. Noticed during a case and case completed with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9165cdg, universal baseplate impactor, batch number: 052332 was received for investigation. - visual evaluation of the returned device noted that the blue adapter was broken. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during impaction and/or prying/leveraging the device during use. - refer to investigation photos. - complaint allegation is confirmed.